Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary interventional procedure using a small-bore artery (= 8f) sheath. Reportedly, after step 4 during removal of prostyle device, there was resistance since the suture could not get out from the o-ring. The suture was cut to remove the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture caught in the o-ring (suture bearing) was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and indicated a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.